Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a non disposable clamp tubing alarm occurred. The alarm was silenced and the settings were reviewed. The pump was started and the display read run. No patient injury was reported.